Event description:
It was reported that a patient underwent a laparoscopic nephrectomy on (B)(6) 2013. During the procedure, the device wouldn¿t morcellate because the specimen was very large. The procedure was completed with a different device that removed the specimen in small pieces. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation,the returned blade failed the sharpness test. As tested, the blade is now dull and would not cut as intended. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.